Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link of a one-link extension set did not flow during infusion. The device was being used with a non-baxter blood transfer device and an unspecified catheter. The reporter stated that the catheter had been checked for flow with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.